Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with broken reservoir tube lip, belt clip slot and battery tube threads. Unit received missing o-ring (reservoir tube). Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack on the reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer stated that her blood glucose was running high. The customer declined to troubleshoot for high blood glucose and no delivery.